Event description:
Event description guidant received information that this pacemaker is involved in litigation. It was reported that the device had stopped the patient's heart on more than one occasion.